Event description:
Pulmonetic systems, inc. Recieved the following report from a representative of distributor: event date 2003 @ 9:00 am. Event occurred in patient's home. Event description: pt's roommate called with an urgent call @ 9:00am in 2003. Patient's roommate reported patient's vent started continually alarming high pressure @ every 5 minutes the night before they called. They also reported the vent shut off and said it also just stopped giving breaths. When this happened they placed their thumb over the patient's wye and was able to start the machine breaths by doing this, they stated they suctioned patient's circuit but neither helped. The vent just continued to alarm and shut off. MFR went to pt's home, checked vent and ac power. Message displayed: high pressure. Power source at the time of event and primary: ac. No patient harm.